Event description:
Complainant alleged that during a routine shift check by a clinician, the device took an extended time to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation.the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and charging and shock testing on a simulator using a test battery without duplicating the report. An internal inspection found no discrepancies. The battery terminal nuts were installed as a precaution. The device was recertified and returned to the customer. The device data logs were not available to review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.